Event description:
It was reported while using bd alaris pump module smartsite infusion set there was blood backflow during infusion. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing secondary line able to back-prime into primary bag, resulting in medication entering primary solution.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that " IV tubing secondary line able to back-prime into primary bag, resulting in medication entering primary solution." Could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 and lot number 22023019 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot 22023019. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was blood backflow during infusion. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing secondary line able to back-prime into primary bag, resulting in medication entering primary solution.